Event description:
The customer reported that an 840 ventilator had an erratic display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested a graphical user interface (gui) cpu pcb replacement. Covidien was not authorized to service the device.